Event description:
A report was received that the patient was experiencing minor irritation where the implant was located and he was having charging difficulty. It was also reported that the stimulator itself was causing mild irritation. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing minor irritation where the implant was located and he was having charging difficulty. It was also reported that the stimulator itself was causing mild irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 15932332, description: next generation anchor kit-sterile.